Event description:
It was reported that high shock impedance were observed for vectors including the can. Insulation anomaly on proximal part of the lead was noted. The lead was explanted and replaced. Analysis of the associated ICD identified that the impedance anomaly was due to a broken can wire.

Manufacturer narrative:
External insulation abrasion was noted at 21.6-21.7cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 29.4-29.8cm from the connector pin, consistent with the lead friction to another device or feature of heart. The silicon insulation was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.